Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding was most likely use issue since the oozing was resolved by placing purse string suture. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28140.

Event description:
It was reported that a left heart catheterization was performed on a patient and showed severe disease in the left circumflex artery and left main coronary artery/left anterior descending artery. The patient was hypotensive and was intubated. Implantation of an impella cp was begun. The impella was advanced without issue however, oozing was noted at access site. A purse string suture was placed and lidocaine with bicarbonate was injected. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿